Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were issues with pump buttons. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow-up report shall be made. This complaint is being reported because of the allegation of a button/keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/28/2015 with the following findings: during investigation, there was no visible damage observed to the keypad. All of the keypad buttons were found to respond appropriately during testing. The keypad cover was removed and no evidence of damage or contamination was found on the button contacts. The complaint of a keypad issue was not duplicated. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.